Event description:
It was reported that the patient experienced dizziness and a ventricular tachycardia episode which was not sensed by the implantable cardioverter defibrillator. It was suspected that the device may have exhibited premature battery depletion as the device was under a battery advisory status. The patient was followed remotely via merlin.net data transmission. The transmission report indicated that the device battery had greater than five years remaining. It was also suspected that this may be due to undersensing by the right ventricular lead. On may 6th, the device was explanted and replaced without complications to the patient. Per the explanting facility, there were no known ventricular tachycardia event that was not detected. The patient had ventricular tachycardia episodes that were successfully suppressed by anti tachycardia pacing. The right ventricular lead also did not exhibit any malfunction and remained implanted and in use.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The device was tested on the bench. No anomalies were found.